Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying inaccurate erratic readings. The complaint was classified based on the customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist listened to the original call recording. The patient reported that the alleged issue began sometime in the morning of (B)(6) 2015 when she obtained blood glucose results of 499 and 129mg/dl using the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. The patient stated that she manages her diabetes using humalog and lantus insulins, and reportedly increased her dose of both insulins by an additional 5 units in the morning of (B)(6) 2015 in response to the reported issue. The patient stated that she experienced symptoms of limp limbs and blurry vision approximately 30 minutes after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr determined that an approved sample site was used for testing, the patient's testing procedure was correct, the unit of measure was set correctly at time of testing and the test strips were not expired. The csr noted that the patient did not have any control solution. Replacement products have been sent to the patient. This complaint is being reported because the patient allegedly obtained inaccurate readings on the subject device, took action based on these readings and subsequently developed symptoms suggestive of severe injury after the alleged meter issue began.